Event description:
It was discovered during an inservice that the 9900 system had a cropped, half image on the right monitor. The system was unplugged, then there was a phantom image on the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended, and put back into service.